Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "aggressive handling". It was unknown whether the device had met specifications. However, the product is intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: the labeling review was not performed because instruction for use could not have prevented the reported failure. Correction: h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a hole was found in the outer package of the stent prior to use. The patient used an another one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a hole was found in the outer package of the stent prior to use. The patient used another one.